Event description:
It was reported that a vial-mate?s blister packaging was loose on the backside of the paper. This malfunction was identified during set-up. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the device noted that the backing paper was detached from the clear blister packaging. It was further noted that there was not a strong bond between the blister packaging and the backing paper. The cause was determined to be from the manufacturing process. A CAPA has been opened in order to address this issue. If additional information becomes available, a follow up report will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.